Manufacturer narrative:
The investigation into the embolism issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Data logs were returned, and multiple suction events were noticed. Per the clinical details and data logs, the root cause of the embolism issue was most likely patient condition related but unrelated to impella.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 19-year-old male on extracorporeal membrane oxygenation and an intra-aortic balloon pump was implanted with an impella cp device for mechanical circulatory support. Under imagery, air or fibrous material was noted in the patient's aorta; the physician was unable to confirm. As such, the impella was explanted.